Manufacturer narrative:
(B)(4). Approximate age of device 1 year 8 months. The pump remains in use supporting the patient with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was experiencing symptoms of dizziness, light-heated, shortness of breath, and palpitations. An echocardiography ramp test was performed and the patient's pump speed was decreased to 9000 rpm. A gated computed tomography scan was also taken to look at the position of the cannula. The patient's hemoglobin had dropped to 8.4 g/dl and the health professional felt that this was the cause of the patient's symptoms. The patient was placed on a full dose of aspirin in addition to coumadin. The patient was not given any other anticoagulation due to the patient's gastrointestinal (gi) bleeding of an unknown origin. On 11/03/2016, it was reported that the patient's most recent lab for hemoglobin was 11.3 g/dl and hematocrit was 36.2 %. The patient is stable and is not actively bleeding. The patient's lactate dehydrogenase and plasma free hemoglobin are being monitored weekly.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Evaluation of the submitted system controller log file showed the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.